Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant limb was intended to be implanted in the endovascular treatment of a unknown size ruptured aneurysm &ib endoleak. It was reported that during the index procedure, when the back end wheel was rotated , the graft didn't release from the proximal end and continued to come back under the graft cover and appeared to be stuck. This stent graft was then removed. 2 shorter limbs were then implanted to achieve the required length instead. As per the physician the cause of the event can not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
B:5 additional information received: it was noted that it was felt that no bailout techniques could be used if the attempted deployment of the device was continued, thus the device was removed. There were no visual irregularities seen on the device but it appeared to be retracting with the stent cover. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the device returned with a gap of 3.3cm visible between the front grip and the external slider. A gap of 3.3cm was observed between the taper tip and the partially expanded proximal graft. The graft was partially overlapping the stent stop. The graft continued to move with the graft cover as the external slider was rotated. The external slider was approximately 5.5cm from the front grip when the graft started to deploy. The graft was fully deployed by rotating the external slider. The spiral tubing was bent with damage visible 2.0cm from the stent stop. The stent stop was deformed due to overlapping by the graft. The deployment difficulties reported were confirmed through analysis. A photo confirming the gap between the taper tip and the graft as seen on the returned device was provided for review. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.